Manufacturer narrative:
Product ID: pnma01411a004, serial# unknown, product type: recharger; product ID: neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported their circumstances leading up to having to charge more often were that they were having to use their stimulator more, so they made changes with the device. No steps were taken to resolve their issues. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, product type: recharger. Product ID: neu_unknown, product type: unknown. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and chronic low back pain. It was reported that the patient's adhesive discs were causing her to break out into a rash. The caller stated she has a sensitivity to tape, but she was having to charge more often now, which was causing a rash. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.